Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient's incision did not fully heal. The lead was removed and the patient will be implanted with a surgical lead in the future.